Manufacturer narrative:
Corrections to the MFR report #1220648-2024-18107-02: g3 should have been 22-nov-2024.

Manufacturer narrative:
Added code to h6.

Event description:
The complainant reported that the patient on impella 5.5 support began having some word finding and memory issues. The patient was promptly taken to do a computed tomography (CT) scan where a small stroke was found. Neuro was consulted and the patient was diagnosed with a thrombotic stroke. The mild memory and work finding issues have resolved. Echo was done and no left ventricle thrombus was seen. A repeat CT scan was done, and it showed stable finding of stroke with no changes. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the stroke has been completed. The cut pump was sent back without a cannula. According to the clinical report, a small stroke occurred during the CT scan. Without additional clinical details, the thrombotic stroke could not be determined. Impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The cut pump was sent back without a cannula. The data logs show that the placement signal was unreliable, and the alarm was resolved after 22 minutes. The optical signal parameters indicate an air gap trend on all 5s optical signal parameters. The root cause of the optical signal failure was most likely air gap. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-18107.

Event description:
Additional information indicated that, during patient support, the pump experienced placement signal not reliable alarm.